Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The device's system board would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.